Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that it was not possible to lock the connector of the cable. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that it was not possible to lock the cable connector and the device did not pace at 6.7v. As a result the printed circuit board was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.